Event description:
It was reported during a gastric bypass with roux-en-y the ancillary trocar broke off 2/3rd of the way down while pulling it out of the anvil shaft during a gastrojejunostomy. The surgeon could not get a small piece of the blue plastic out of the shaft in order to marry the intergral trocar with the anvil shaft. The surgeon tried pulling, drilling, and irrigation to get the piece out without success; therefore he removed the anvil from the gastric portion of the stomach. Prolene was used to form a purse string and a new ecs21 was opened and used successfully. The procedure was lengthened 1.5 hrs.